Event description:
It was reported that the patient presented with skin erosion at implanted device pocket site. The physician explanted the system ¿ implantable cardioverter defibrillator and right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.